Manufacturer narrative:
The device is not available for analysis; therefore, no physical analysis of the product could be performed. The reported device performance allegation cannot be confirmed. Based on the information available the cause that contributed to the reported event cannot be established. Therefore, a conclusion code of cause not established was assigned to this investigation.

Event description:
It was reported that the patient's artificial urinary sphincter (aus) was not functioning properly, as the pump remained flat. A surgical procedure was subsequently performed, during which the aus was explanted and replaced. No patient complications were reported.